Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: MDR# 2027111-2018-00170 will address device 2 of 2. The circulator was the or manager in the case. The first clip applier was already opened and in the or when the circulator arrived. The doctor deployed the device down the trocar. The doctor was unable to squeeze a clip; it dry fired. Afterward one or two clips were observed to be scissored. At that point a second device was opened. The staff ripped open the packaging near the mayo stand and the tech grabbed the device out of the packaging and handed it to surgeon. The surgeon deployed the device down the same trocar upon which it dry fired. The surgeon squeezed plastic to plastic. The surgeon was able to ligate and deploy a couple of clips successfully after the first attempt. The surgeon observed that a few clips seemed to scissor slightly. The scissoring of the clips occurred over the cystic duct. It is unknown if the surgeon skeletonized tissue with a clip loaded. The surgeon continued to use the second clip applier to complete the case. There was no patient harm. Additional information was received via email on (B)(6) 2018 from, applied medical account manager. "Here are a few photos to add to this cer file." Type of intervention: "a second device was opened." "The surgeon continued to use the second clip applier to complete the case." Patient status: "there was no patient harm."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the feeder, a metal component located in the shaft, was found to be slightly out of specification. Testing was performed on the event unit. However, the complainant's experience of clip scissoring could not be replicated or confirmed. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was slightly out of specification. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.